Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The absorbent canister was replaced to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The absorbent canister was replaced to resolve the issue.

Event description:
The hospital reported a malfunction of the co2 absorbent canister that could cause elevated co2 levels. There was no report of patient involvement.